Event description:
A customer reported an issue with the wake button on top of a pump, which required being pressed hard to activate the screen. There was no adverse impact to the customer's blood glucose level. Follow-up was declined, and no further action was required; therefore, no additional information regarding the outcome was provided.